Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "patient who had a peripherally inserted central catheter who found it difficult to pass medications, so a bolus of saline solution was administered with a 5 cc syringe and the patient reported that she felt a burst at the subclavian level and a cold solution at the same level. The catheter is immediately withdrawn, and a tear is evidenced 12 cm from the distal point. Peripheral venous access is channeled." No patient harm or complication reported.

Event description:
The complaint is reported as: "patient who had a peripherally inserted central catheter who found it difficult to pass medications, so a bolus of saline solution was administered with a 5 cc syringe and the patient reported that she felt a burst at the subclavian level and a cold solution at the same level. The catheter is immediately withdrawn, and a tear is evidenced 12 cm from the distal point. Peripheral venous access is channeled." No patient harm or complication reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-lumen PICC for evaluation. Visual examination revealed the catheter body was ruptured. A slight kink was also noted in the catheter body distal to the rupture. The walls of the ruptured material appeared thinned and the area around the rupture was ballooned, which is damage consistent with over-pressurization causing a rupture. The catheter body was ruptured 15.625" from the juncture hub. The total length of the catheter body measured to be 20.625" which is within specifications of 19.6875-21.6875" per product drawing. The outer diameter of the catheter body in an undamaged location measured to be 0.06605" which is within specifications of 0.0640-0.0690" per product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "prepare all equipment. For two-lumen catheter, flush proximal lumen with sterile saline solution. Clamp or attach injection cap to proximal lumen pigtail. Flush distal lumen and leave syringe in place." When both lumens were flushed, water exited the ruptured portion of the catheter. A device history record review was performed with no relevant findings. The (IFU) provided with this kit cautions the user, "to minimize the risk of pressure induced damage to catheter, do not expose to pressures above 50 psi. Common sources of potentially high pressure include: syringes smaller than 10 cc used to irrigate or declot an occluded catheter (a fluid filled 1 cc syringe can exceed 300 psi), certain radiographic procedures, and infusion pumps with occlusion pressure limits above 50 psi." The customer report of a catheter rupture was confirmed by complaint investigation of the returned sample. The catheter body was ruptured approximately 15.625" from the juncture hub. A device history record review was performed with no relevant findings. Based on the condition of the sample received and the information available, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.